Event description:
This is a report by a consumer from the USA with supplemental information from the peritoneal dialysis nurse (pdn) of peritonitis in a patient coincident with dianeal 1.5% local ambuflex therapy. Initially, the customer contacted baxter's technical service center to report having a system 2240 alarm with the homechoice (hc) machine during drain. The resolution to this reported condition was provided over the phone. There was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (ps) contacted the peritoneal dialysis (pd) home patient (hp) to follow up on the homechoice alarm and during the conversation the hp stated she had peritonitis the previous week, but was doing better now. On (B)(4) 2011, ps received the following information during follow up with the patient's pdn. The pdn confirmed the report of peritonitis. It was not reported whether the patient was hospitalized. On an unreported date, the patient began treatment with dianeal 1.5% local ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis. There was no exit site or tunnel infection associated with the peritonitis. The hp was treated with vancomycin and gentamicin (dose, route and frequencies not reported). The pdn reported that the hp has recovered from the peritonitis and stated that the cause was probably due to a break in aseptic technique. It was not reported if retraining was provided. The pdn stated that the cause of the peritonitis was not related to a baxter product or pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. The assignable cause was not determined. A batch review was performed for potentially associated lot numbers gd886127, gd885285, gd884445 with no defects noted. A labeling review was performed. The instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. Additionally the guide instructs the user to use aseptic technique to reduce the chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide states that contamination of any part of the fluid path can result in peritonitis. The guide instructs patients to put on a face mask and wash and dry (or disinfect) their hands thoroughly. Patients are instructed to cap off the patient line and transfer set using a new minicap and flexicap when disconnecting during therapy. Additionally, a direction sheet is provided with the product which has multiple instructions and warnings regarding the use of proper aseptic technique.